Event description:
The top module (tmod) of a dual drive console (ddc), which is used to support ventricular assist device patients, shut down when the unit was unplugged (operating on battery). The console was in the operating room, but not in use at the time. The console was recently serviced and had not been used prior to this event.

Manufacturer narrative:
Technical service was dispatched to the center and the driver was serviced. No further information is available at this time.